Event description:
The customer received a result of 472mg/dl in the afternoon, and was having serve pain in left side. The customer went to the hospital within 1 1/2 hours. At the hospital the result was 270mg/dl. A lab was done and the result is unknown. The customer was admitted into the hospital was given morphine for chest pain. Controls in use were expired. A request was made for the return of the suspect device and replacement product was sent.